Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). After a successful transeptal puncture (tsp), the was sheath was inserted and it was noted that the patient had a slight drop in blood pressure. A pericardial effusion was discovered, and the procedure was aborted. The patient had a pericardial drain placed and was admitted to the hospital.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). After a successful transeptal puncture (tsp), the was sheath was inserted and it was noted that the patient had a slight drop in blood pressure. A pericardial effusion was discovered, and the procedure was aborted. The patient had a pericardial drain placed and was admitted to the hospital. It was further reported that the patient has been discharged and they will re-attempt laa closure at a future date.

Manufacturer narrative:
B5: additional information added.